Event description:
A floor buffer was taken into the magnet room by a hospital cleaning person. The buffer was pulled into the magnet field and stuck to the rear of the magnet. The cleaning person's left thumb was caught between the buffer handle and the rear cover of the magnet and was partially amputated.

Manufacturer narrative:
On day of incident the toshiba customer engineer was called to the site and had the customer lock up rooms and put up caution around MRI section and order the system to be ramped down. The cleaning person was taken to the hospital emergency room for treatment. On 5/7/10 the MRI system was ramped down and the floor buffer was removed. Very little damage was noted and all damage to the system was fixed. An eval of the system was conducted after it was ramped up and the system is 100% operational. No image quality issues. Unable to reattach thumb of hospital cleaning person, but were able to do a skin graft. At the time of the event warning signs were posted outside the mr room.